Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6a, d6b, h6.

Event description:
Healthcare professional later reported ¿exploded¿, ¿free silicone in the breast¿, ¿the device shell is in pieces¿ and "hepatitis". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported "defect deterioration". Patient's representative later reported "linguine sign", in favor of intracapsular rupture". This record is for the "left" side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3.

Event description:
Patient's representative reported "defect deterioration". Patient's representative later reported "linguine sign", in favor of intracapsular rupture". This record is for the "left" side. Device remains implanted.